Event description:
The advocate stated her grandmother' s blood glucose reading on the contour meter was 113mg/dl. She was acting as though she was either hyperglycemic or hypoglycemic and an ambulance was called. The customer was re-tested by ambulance personnel on a different meter and the reading was 20mg/dl. There was no information regarding treatment. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The called ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.